Event description:
It was reported that an o-ring was on the pneumatic tap, causing an occlusion alarm and the cartridge to not fit properly. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. A replacement pump was sent to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.